Event description:
Device implanted at another facility. Admitted approx 6 weeks later with redness and swelling of site. Pt reports that they had fallen off a riding lawn mower a few days earlier. Although pt denied direct injury to the chest, they developed symptoms at the site. Blood cultures on admission and later cultures of the wound were positive for mrsa. Defibrillator was explanted.